Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without any pt complications. This device remains implanted. Therefore, no failure analysis is available. The co's follow-up could not confirm if continual flushing of the carrier system during the implant procedure was performed which co believes may have contributed to this event. However, the co cannot determine the exact cause for this event. The co's direction for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. Do no attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."